Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 6.8, lab: 4.7. Testing was done within an hour or two. The same nurse retested the same patient on a different day with 2 different inratio meters: meter a: 2.2, meter b: 2.6. The nurse used the same finger when comparing the two inratio meters. Customer also reports bringing inratio meter to finger when testing.

Manufacturer narrative:
Discrepant test results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 6.8, reference: 4.7, mean: 5.75. The calculated mean is >5.0 and the difference is equal to 2.2. And only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Inratio precision data provided by end-user: date: ng, 1st inr: 2.2, 2nd inr: 2.6, mean: 2.40, sd: 0.28, %cv: 11.79. Both tests utilized the same finger stick. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Recent test conducted on lot #237431 on (B)(6) 2011 met accuracy and precision criteria. Test results are as follows: donor 28 = 2.8, 2.7, 2.8 inr; donor 29 = 3.0, 3.1, 3.0 inr. At least two out of three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 28 (2.74 inr) and donor 29 (2.49 inr), respectively. In-house test results have 2.09% and 1.90%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Customer's normal donor sample test result was within range. No product was expected to be returned. Retained strip test result comparison met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.